Event description:
Pt reports that he was using the knee walker on an asphalt parking lot when the tiller lock released and the tiller fell back toward him. He fell off the back of the knee walker and landed on the left side of his body, bruising his left arm, ribs and back. No medical attention was sought or needed.